Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. Initial reporter: reporter's name is unknown/not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was explanted from a patient's right eye as the patient was unable to get used to extended depth of focus (edof) optics. The lens was replaced with a zcb00 iol. No further information was provided.